Manufacturer narrative:
Received only the tiger tail. The sample was evaluated and observed that the tip of the tiger tail was broken. A crack was observed at the end of the tip under a microscope. The reported event was confirmed with an unknown cause. The root cause was unable to be determined; however, the sample has been sent to the supplier to determine the root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "2(a)-when using the tiger tail ureteral catheter especially without the stabilizing support of a guidewire, be ware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the urethral catheter was left inside of the patient. After the post operative x-ray from a f-turp (transurethral resection of the prostate) was reviewed, the tip of the urethral catheter was identified. The tip of the catheter was retrieved with a ureteroscope soon after the post-op x-ray was performed. It was later reported that the ureteral catheter was used for the purpose of infusing the contrast agent to the kidney. After the tip was retrieved, stenting was done.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction = model/lot #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the urethral catheter was left inside of the patient. After the post operative x-ray from a f-turp (transurethral resection of the prostate) was reviewed, the tip of the urethral catheter was identified. The tip of the catheter was retrieved with a ureteroscope soon after the post-op x-ray was performed. It was later reported that the ureteral catheter was used for the purpose of infusing the contrast agent to the kidney. After the tip was retrieved, stenting was done.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the urethral catheter was left inside of the patient. After the post operative x-ray from a f-turp (transurethral resection of the prostate) was reviewed, the tip of the urethral catheter was identified. The tip of the catheter was retrieved with a ureteroscope soon after the post-op x-ray was performed. It was later reported that the ureteral catheter was used for the purpose of infusing the contrast agent to the kidney. After the tip was retrieved, stenting was done.